Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) exhibited noise. The ra lead was observed to have dislodged. A revision procedure was performed. The lead was successfully explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.